Manufacturer narrative:
After investigating the pod, no tear was found along the complete fluid path that would cause any leakage of insulin from the pod. The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 330 mg/dl while wearing the pod for more than 48 hours on the arm. The pod was leaking insulin. A new pod was applied to treat the hyperglycemia.